Manufacturer narrative:
Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead has high impedance and oversensing of noise with sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead therapy detection was turned off with the lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.